Manufacturer narrative:
Investigation was completed. Review of the available system data logs for the instrument found no records of system or sensor errors in or around the time of the escalated sample. The thb parameter was performing well within the published ranges at all levels of aqc throughout the use life of the measurement cartridge. The results produced by the instrument passed the internal sample quality checks. The analysis of the samples did not reveal any anomalous findings. The customer was unable to provide information on the sample collection, sample handling, and patient information. The cause of this event is unknown. The instrument is performing as intended and is currently operational.

Event description:
The customer reported that they received a discrepant high total hemoglobin (thb) result when compared to repeat testing of a different sample on their lab instrument and an rp500e. The customer has not clarified if it was the same or a different rp500e instrument. Hematocrit, which is calculated from thb, was also discrepant. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested more information and instrument log files. Investigation will commence once the requested data has been received. The cause of this event is unknown.